Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead exhibited diaphragmatic stimulation and had lead dislodgement. Additional information indicates that lead dislodgement was confirmed via chest x-ray with slightly higher thresholds observed. This lv lead was explanted. No additional adverse patient effects were reported.